Event description:
In 2005 the pt who has diabetes mellitus had plf and reduction from t8-l2 with xia for t11 collapse. In nov. It was found that the wound was infected for the mrsa. The surgeon will have another surgery for the pt to cleanse with saline containing antibiotics.